Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. (B)(4).

Event description:
It was reported during a af ablation procedure, catheter was losing infusion solution from the handle. The catheter was replaced with a new one and the procedure completed.